Event description:
Customer reported an increase in the percentage of unexpected positive reactions with the cmv assay on galileo instrument (B)(4).

Manufacturer narrative:
The samples have been discarded and unavailable for further testing. An immucor field service engineer performed the galileo unexpected reaction checklist. Syringes, probes, reader, incubator temperatures, washer and negreact were all within specifications. The pipettor teaching was adjusted at reagent arm. The daily and weekly maintenance was performed. Qc performed as expected. The galileo instrument is operating according to specifications.